Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no benefit from the device.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the patient report. Other damages found during investigation are most likely related to explantation surgery. This is a final report.

Event description:
The patient no longer had benefit with the device. The patient had good auditory performance with the device for the first 5 months but then performance decreased. There was no report of accident or trauma. The patient was re-implanted on (B)(6) 2017.